Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pre-operation interrogation, premature battery depletion was observed. Patient was asymptomatic. The device was explanted and replaced. Patient was fine after the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).